Event description:
It is reported by the patient's attorney that in 2002, the patient underwent a third revision procedure to her left hip (six prior procedures to this hip not involving zimmer products). The third revision procedure was a conversation of a prior bi-polar arthroplasty to a total hip using zimmer zmr products. Post-op, the zmr product fractured at the stem/body junction and on october 22, 2005, the patient underwent surgery to remove the proximal aspect of the zmr device and the patient was converted to a girdlestone.

Manufacturer narrative:
Section f was completed by the manufacturer. Information was received from a customer who is not required to complete form 3500a. Evaluation summary. Pre and post surgery x-rays are not available for review. Patient weight, build, and activity level are unknown. No engineering evaluation could be done with available information. No product was returned for evaluation. Device history records were reviewed and found to be intact and conforming, indicating devices were manufactured to specifications.